Event description:
There was no aspiration from this microsurgical unit when it was tested prior to a cataract procedure. The pt had been prepped for the procedure which was delayed approx 10 mins while another unit was set up.